Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the inferior vena cava. An angiojet solent omni was selected for use in a thrombectomy procedure. During priming, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink located 102.3cm from the tip. The supply line showed a break located approximately 129cm from the pump. Functional testing was completed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime. No pressure could be recorded due to the device not priming. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was not confirmed for a catheter break; however, a supply line break and a kink were confirmed.

Event description:
It was reported that a catheter break occurred. The target lesion was located in the inferior vena cava. An angiojet solent omni was selected for use in a thrombectomy procedure. During priming, it was noted that the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.